Manufacturer narrative:
(B)(6). The complainant indicated that the device remains implant in the patient and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallstent rx biliary stent was used during a bile duct dilation procedure with biliary stent placement performed on (B)(6) 2013. The lesion was located next to the papilla and was 1-2 cm. According to the complainant, the indication for stent placement was due to cholangiocarcinoma. The patient's anatomy was mildly torturous. The lesion was not dilated prior to the stent placement. During the procedure, the device was advanced into the bile duct and when the stent was more than half deployed the physician noted that the stent was not releasing in the desired position. The physician attempted to reconstrain the stent but there was significant resistance. The stent was unable to be reconstrained and accidentally deployed when being withdrawn. The stent was not removed. On (B)(6) 2013 angiography showed that the stent was fully expanded but that there was still a stenosis at the mouth of the papilla that was not covered by the stent. The patient was reported as being stable but having pain at this time. Another stent (unknown brand) was placed on (B)(6) 2013 to fully open the stenosis at the mouth of the papilla.